Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has previously caused or contributed to pt injury. Device issue: stent dislodgement. It was reported that the stent delivery system (sds) would not cross a highly calcified lesion. Heavy resistance was felt during removal of the sds from the pt, and the stent dislodged off the balloon proximally onto the delivery system. The device was able to be removed from the pt successfully with no pt issue reported. No add'l event or pt info is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including pt info and pt status from the hosp, field contact or distributor. H10: results and conclusion summation- product performance engineering reviewed the incident info; however, the device was not returned to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The heavily calcified lesion likely contributed to the resistance during removal of the sds and the stent dislodgement. However, without the device to examine, no determination can be made as to the root cause of the reported discrepancies.